Manufacturer narrative:
Date of event - estimated with the aware date as the event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. At an unknown time post procedure the patient presented to the emergency room due to leg weakness and signs of being septic. A transesophageal echocardiogram (tee) was performed. The physician noted that there was a thrombus or vegetation on the face of the closure device. The patient was admitted to the hospital and was put on antibiotics to go along with their anticoagulation medication. The physician planned to have a repeat tee performed.